Event description:
It was reported to boston scientific corporation that a truetome 44 was attempted to be used in the common bile duct (cbd) during an endoscopic sphincterotomy procedure performed on (B)(6) 2024. During the procedure, when energy was applied through the cutting wire, the cutting wire broke after about five seconds. A photo of the device was provided by the customer and showed that the cutting wire was broken and kinked. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.